Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and gastrointestinal bleeding on (B)(6) 2020. Customer¿s blood glucose level was unknown at the time of hospitalization. Customer stated that they were not using the insulin pump 3 days. Customer stated that insulin pump had insulin flow blocked alarm. Customer declined for with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.